Manufacturer narrative:
Concomitant product: arcos proximal body cone 70mm ha-coated, catalog #22-301331 lot #915820. Arcos distal screw ti 5x45mm, catalog #166069 lot #1829580. Arcos distal screw ti 5x50mm, catalog #166070 lot #1829586. Devices were not returned so product evaluation could be conducted. The devices were used for treatment. Device history records were reviewed and no discrepancies were found. Review of the complaint histories determined no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This product is manufactured by zimmer biomet in (B)(4) and is not cleared or distributed in the u.s. However, zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k090757. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number states "early or late postoperative infection and allergic reaction." This report is number 4 of 6 mdrs filed for the same patient (reference 1825034-2016-04055 / 04056, 04087 and 04106, 3002806535-2016-00784 / 00785).

Event description:
Patient experienced infection post-implantation and was treated with antibiotics.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.